Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer livanova (B)(4) learned that the device was cleaned according to the instructions for use and placed inside the operation room. The fan was positioned away from the patient field approximately 1.5 m away. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with some kind of mycobacterium. The kind of mycobacterium is currently unknown. There was no known patient involvement.

Event description:
See initial report.

Manufacturer narrative:
The initially provided information "a heater-cooler system 3t was found to be contaminated with some kind of mycobacterium. The kind of mycobacterium is currently unknown." Is incorrect. (B)(4) was informed, that the unit is confirmed to be colonised with (B)(6). A lab report has not been provided.